Manufacturer narrative:
The customer¿s report of a leak in the silicone segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Examination under magnification observed a small hole damage in the pump segment tubing. Functional testing confirmed leaking from the top of the silicone pump segment near the upper fitment. The source of the leak is due to a small hole damage in the pump segment tubing. The root cause of the hole damage could not be determined.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "hole in the pump segment portion of the tubing allowing fluids to come out of tubing". It was confirmed during follow up that there was no patient harm as a result of this event. Received a copy of the customer's additional information letter from FDA which states, ¿hole in the pump segment portion of the tubing allowing fluids to come out of tubing."

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "hole in the pump segment portion of the tubing allowing fluids to come out of tubing." There was no harm to patient.